Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6: codes were updated. One device was returned for investigation. It was stated that during implementation fse discovered that serial number shown on the pump screen doesn't much the serial number on the barcode label. Screen shows (B)(6) but pid label reads (B)(6). Pump has been factory defaulted and correct serial number programmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The event involved a plum duo, list number 40001, serial number (B)(6). The serial number shown on the pump screen doesn't much the serial number on the pid label. There was no patient involvement or harm. The status of the product at time of event is during programming. No further information available.